Event description:
It was reported that the sl rod inserter broke during a procedure. No additional information has been provided at this time.

Manufacturer narrative:
B3 date of event - unknown. D4 lot number - unknown. D4 primary unique device identification (UDI) number - full number cannot be provided without lot identification. H4 device manufacture date - unknown without lot identification. No conclusions can be drawn without the opportunity to examine the complaint product. Should the product be returned a follow-up medwatch report will be filed.